Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt was experiencing low flow alarms. An echocardiogram (echo) was performed by the hospital and the inflow positioning was fine but the right ventricle function was shown to be moderately reduced. A device tracking form was submitted to the manufacturer indicating that the pt had a pump exchange.

Manufacturer narrative:
The manufacturer is attempting to acquire the explanted device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.